Manufacturer narrative:
The investigation into the purge disc issue on the automated impella controller (aic) has been completed. Data review: after reviewing the imc log of this aic, it was found that "purge disc not detected" alarm and "purge pressure low" alarm was triggered several times. Device analysis: the console was tested after arriving in field service. It was evident that the purge retainer was cracked.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) failed to detect a purge cassette. The aic was returned for evaluation. There was no patient involvement.